Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail store on 12/26/97. She sought medical treatment for an infection at the ear piercing site on 1/1/98. She was admitted to the hospital on 1/2/98 and received antibiotic treatment. She was released on 1/5/98.